Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient was having urgency sensation but when they go to the bathroom they cannot urinate properly. Caller stated if patient goes to the bathroom 4 times they are only able to urinate 1 time. Patient increased the therapy level yesterday and wants to do it again. Agent advised therapy can be increased to a comfortable level if needed, and to monitor symptoms for at least a week. The patient was redirected to their healthcare provider (hcp) to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the hcp. They reported that the patient did experience urinary retention prior to the device. It was unknown whether their retention worsened as a result of the device or therapy. Catheterization was not the patient's 'standard of care' prior to the device. As resolution, the patient has a follow-up scheduled on (B)(6) 2026 to further assess. The issue was not yet resolved. The device was intended to treat non-obstructive urinary retention.